Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 12 june 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and a posterior leaflet prolapse for a mitraclip procedure. During the procedure, a mitraclip had been successfully implanted. The procedure was disconitnued, the final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported. It was reported that during a follow-up echocardiogram that the clip had opened while locked to approximately 20-30 degrees. There was recurrent mr. The patient was referred for surgery. No additional details were provided.